Event description:
It was reported that there was a blockage alarm will not load syringe cartridge. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. There was no physical damage to the device. No labels were removed. The customer's stated problem was verified. The motor is faulty and is the cause of the blockage alarm and not loading syringe cartridge. The faulty motor was replaced. The device passed functional/delivery tests. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.